Manufacturer narrative:
No button error alarm. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin may have been damaged by being pushed up against a recliner he was sitting on. Customer's blood glucose was 127 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.